Event description:
It was reported to boston scientific corp in 2007 that an ultraflex esophageal stent (9 cm length) was used in an esophageal stenting procedure on a 62 year old male patient (weight unknown). According to the complainant, as the physician attempted to deploy the stent, "...the suture string did not open up. He tried hard to release the stent but the stent did not open. So, the doctor pulled the catheter out...." The physician then "went with another stent ultraflex esophageal, 12 cm length" and completed the procedure successfully. The patient's condition following the procedure is unknown, but there were no complications reported as a result of the event.

Manufacturer narrative:
The suspect device has not been received for evaluation; therefore, a failure analysis is not available and the relationship between the device and the cause of the event is undetermined. A device history record review and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.